Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer identified as legacy hh aux 5-2 was experiencing failures across all pockets.a field service engineer replaced the retractor band and moab to resolve the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using pyxis medstation es system experienced a drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient there were no adverse events or injuries reported based on this event.